Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in switzerland, during a transcatheter aortic valve replacement procedure using a sapien 3 ultra resilia valve via the right transfemoral approach, resistance was noted during insertion of the esheath+ into the patient and while advancing the delivery system. The valve subsequently became stuck, and the esheath+ shaft was damaged, reportedly resulting in the delivery system with the valve being exposed to the patient. The devices were removed as a single unit, and a new kit with a 16f esheath+ was used. The patient did not sustain any injury and was reported to be stable following the procedure. Per medical opinion, the root cause was that the patient had a tortuous anatomy. Per pre-decontamination evaluation a hole was observed in the crimped balloon.